Manufacturer narrative:
(B)(4). The reported event was unknown; however, a system error 1121 alarm was identified during a review of the event history log. A visual inspection was performed. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A short simulated therapy was performed. The cause of the condition was determined to be the digital pcb which was replaced to resolve the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified alarm (no details provided). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.